Manufacturer narrative:
(B)(4). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd sedi-40 there was a hardware /software malfunction for esr instrument. The following information was provided by the initial reporter. The customer stated: "during operation, there is a risk of breaking the cover plate, which can cause the vacutainers to fall out of the slots, thus stopping the work process or giving wrong results."

Manufacturer narrative:
Investigation summary: "instrument sedi 40 17-42048 was returned to the manufacturer for service with respect to the reported defect ¿ broken cover plate. The instrument was evaluated by visual examination and functional testing and it was found that the cover plate was damaged. The damaged cover plate was replaced. After repair the instrument passed all further quality checks."

Event description:
It was reported when using the bd sedi-40 there was a hardware /software malfunction for esr instrument. The following information was provided by the initial reporter. The customer stated: "during operation, there is a risk of breaking the cover plate, which can cause the vacutainers to fall out of the slots, thus stopping the work process or giving wrong results."